Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc) with additional information provided by another consumer, concerns a male patient of an unknown age and origin. Medical history included diabetes. Concomitant medication did not provided. The patient received insulin lispro (rdna origin) (humalog 100 units/ml) from a cartridge and insulin glargine (basaglar 100 units/ml) via a reusable device (humapen ergo ii), both at unknown dose and frequency, via unknown route, for the treatment of diabetes, beginning on an unknown date. On an unknown date after starting insulin lispro and insulin glargine therapies, his humapen ergo ii oen was dispensing more than it should be 3 units in pen but 20 units of medicine came out and refill was halfway through (product complaint (B)(4); lot number: 2404d01). It was reported that the patient stored the device with the needles attached and reuses needs for five days. He almost died because it lowered his blood glucose a lot and ended up feeling sick. The event of blood glucose decreased was considered serious due to medically significant reasons by the company. Information regarding corrective treatment and outcome of the events was not provided. Treatment status of insulin and insulin glargine were unknown. The operator of humapen ergo ii was the patient's mother and her training status was not provided. The general and suspect humapen ergo ii device duration of use was not reported. The suspect device status was not provided, and its return was not expected. The reporting consumers did not provide relatedness assessment between the events and insulin lispro, insulin glargine and suspect humapen ergo ii device. Update on 10oct2025. Per internal review on 10oct2025. Added in the narrative, second reporter consumer. Rephrase relatedness paragraph. Update narrative. Edit 27oct2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc) with additional information provided by another consumer, concerns a male patient of an unknown age and origin. Medical history included diabetes. Concomitant medication did not provided the patient received insulin lispro (rdna origin) (humalog 100units/ml) and insulin glargine (basaglar 100units/ml) via a reusable device (humapen ergo ii), both at unknown dose and frequency, via unknown route, for the treatment of diabetes, beginning on an unknown date. On an unknown date after starting insulin lispro and insulin glargine therapies, his humapen ergo ii oen was dispensing more than it should be 3 units in pen but 20 units of medicine came outand refill was halfway through (product complaint (B)(4); lot number 2404d01). It was reported that the patient stored the device with the needles attached and reuses needs for five days. He almost died because it lowered his blood glucose a lot and ended up feeling sick. The event of blood glucose decreased was considered serious due to medically significant reasons by the company. Information regarding corrective treatment and outcome of the events was not provided. Treatment status of insulin and insulin glargine were unknown. The operator of huma pen ergo ii was the patient's mother and her training status was not provided. The general and suspect humapen ergo ii device duration of use was not reported. The suspect device status was not provided, and it did not return to manufacturer. The reporting consumers did not provide relatedness assessment between the events and insulin lispro, insulin glargine and suspect humapen ergo ii device. Update on 10oct2025. Per internal review on 10oct2025. Added in the narrative, second reporter consumer. Rephrase relatedness paragraph. Update narrative. Edit 27oct2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 18nov2025: additional information received on 12nov2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, malfunction as unknown and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 18nov2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported on behalf of a male patient that his humapen ergo ii pen "was dispensing more than it should be, 3 units in pen but 20 units of medicine came out". The patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch number 2404d01, manufactured april 2024). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use and storage. The patient stored the pen with the needle attached, and reused needles. It is not anticipated that these misuses contributed to the event of decreased blood glucose.